Event description:
The customer reported that while running a hepatitis surface antigen assay, using summit sample handler, liquid was found between plate wells at position e10 and position f10. No error message was generated. A field service rep was dispatched. No death or serious injury was associated with this event.